Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the nozzle, on the plastic distal end cover, the adhesive around the objective lens, the adhesive around the light guide lens, and the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified nor the type of foreign material, however based on the results of the investigation, the probable cause of the "foreign material in the nozzle, objective lens (ob) adhesive, light guide (lg) lens adhesive, plastic distal end cover (c-cover) and ending section cover (a-rubber)" malfunctions would likely be related to the reprocessing that could not be conducted properly due to leakage in the biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.